Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient lives in a nursing home and did a transmission via the remote home monitoring system that showed the battery for the cardiac resynchronization therapy defibrillator (crt-d) had four months remaining. The remote home monitor had since been disconnected and was plugged back in just under four months later. Upon interrogation there was a message indicating that remote monitoring was unavailable due to limited battery capacity. It was noted that the device reached elective replacement indicator (eri) status one week after the last interrogation showed four months remaining. Subsequently a revision procedure was performed where the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.